Event description:
It was reported that a button on the insulin pump was hard to push during priming. The customer stated it felt like it was being simultaneously pushed back up when he would press it and was difficult to hold down during priming. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 148 mg/dl. The customer was advised to revert to a back-up treatment plan. The customer stated several hours later that he heard a noise on the insulin pump, which was stuck in the rewind process. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The insulin pump passed rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.